Manufacturer narrative:
G4: 21feb2020 b4: (B)(6)2020. Light emitting diode (led) circuit overlay was returned for failure investigation (fi). Visual inspection of the part revealed no evidence of damage or contamination. The led circuit panel, overlay will be installed into the fi test ventilator in an attempt to duplicate the reported problem. It was determined that the broken led circuit traces were found on the returned led circuit panel that causes all the led not illuminated during test. Shows that the reported complaint touchscreen broken led circuit traces were found on the returned led circuit panel that causes all the led not illuminated during test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 05aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported main (ac) alternating current not glowing issue. The fse is still awaiting the part for overlay power status replacement. The unit is pending repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported main alternating current (ac) indicator not glowing. There was no patient involvement.

Manufacturer narrative:
G4: 03oct2019; b4: 04oct2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported main alternating current(ac) indicator not glowing. There was no patient involvement.